Manufacturer narrative:
The reported complaint of "it was noted that the patient head restraint was torn off" was confirmed through visual inspection. The top cover was observed damaged with the head restraint wire to be cut/torn off; thus, confirming the reported complaint. The physical damage appeared to be the characteristic of harsh impact as a result of user mishandling. The top cover was replaced to address the issue. The autopulse platform passed initial functional testing without any fault or error. However, the platform failed load cell characterization check during final testing. The root cause was due to a defective load cell 1. The damaged top cover and defective load cell were likely attributed to mishandling such as a drop. The load cell 1 was replaced to remedy the fault. During further functional testing, unrelated to the reported complaint, it was noted that the driveshaft clutch area was sticky, likely attributed to normal wear and tear. The autopulse platform is a reusable device and was manufactured in august 2014, has exceeded its expected service life of 5 years. The sticky clutch plate was deburred to address the issue. The archive data review showed no discrepancies. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn: (B)(4)) was used to resuscitate a patient in cardiac arrest. After the patient was transferred to a hospital, it was noted that the patient head restraint was torn off. No patient involvement. On (B)(6) 2020, during device evaluation, the autopulse platform (sn: (B)(4)) failed the load cell characterization check during functional testing.